Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("acute pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, one day after essure insertion, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods with abnormal bleeding"), dysmenorrhoea ("periods with extreme pain"), paraesthesia ("tingling in the legs, severe pins and needles in the forearms, hands and calves") and muscular weakness ("weakness in the legs"). In 2014 she experienced abdominal pain lower ("cramp, lower abdominal pain"), flank pain ("stabbing side pain"), sleep disorder ("disturbing my sleep at night"), arthralgia ("pain in both hip joints and in shoulder"), joint range of motion decreased ("hip joints with progressively restricted range (of movement), h 70% loss of mobility in the left shoulder"), tendonitis ("inflammation of the neck tendons, shoulder tendinitis"), asthenia ("constant debility"), discomfort ("heavy lead-like sensation"), feeling drunk ("feeling of intoxication on waking"), amnesia ("memory loss"), speech disorder ("speech difficulty"), disturbance in attention ("difficulty concentrating"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), tinnitus ("ringing in the ears"), inner ear inflammation ("inflammation of the inner ear"), pharyngeal inflammation ("inflammation of the throat"), ligament sprain ("jaw distortion"), salivary hypersecretion ("excessive salivation"), alopecia ("substantial hair loss"), asthenopia ("eye tiredness"), dry eye ("eye dryness"), blepharitis ("recurring eyelid inflammation"), ocular discomfort ("right eye discomfort"), sinusitis ("sinusitis"), loose tooth ("loosening of teeth"), night sweats ("night sweats"), breast pain ("very painful breasts"), breast swelling ("swollen breasts"), inflammation ("inflamed painful areas (pubis, lower abdomen, hips, underarms, etc.), areas (pubis, lower abdomen, hips, underarms, etc.),"), pain ("inflamed painful areas (pubis, lower abdomen, hips, underarms, etc.)"), arthritis ("inflamed painful areas (pubis, lower abdomen, hips, underarms, etc.)"), pollakiuria ("frequent urination") and fatigue ("constant fatigue without recovery") and was found to have weight increased ("weight gain and fat in each of the areas (pubis, lower abdomen, hips, underarms, etc.),"). In (B)(6) 2020 she experienced ankle fracture ("ankle bone fracture"). Essure was removed on (B)(6) 2023. In 2023 she experienced migraine ("near-constant migraines in 2023"). On an unknown date, she was found to have adenomyosis ("substantial adenomyosis in the uterine walls") and endometrial cancer ("incipient localised region of endometrial cancer"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2023 for removal of the devices). At the time of the report, the adenomyosis, joint range of motion decreased and tendonitis had not resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, amnesia, ankle fracture, arthralgia, arthritis, asthenia, asthenopia, balance disorder, blepharitis, breast pain, breast swelling, discomfort, disturbance in attention, dizziness, dry eye, dysmenorrhoea, endometrial cancer, fatigue, feeling drunk, flank pain, heavy menstrual bleeding, inflammation, inner ear inflammation, joint range of motion decreased, ligament sprain, loose tooth, migraine, muscular weakness, nausea, night sweats, ocular discomfort, pain, paraesthesia, pelvic pain, pharyngeal inflammation, pollakiuria, salivary hypersecretion, sinusitis, sleep disorder, speech disorder, tendonitis, tinnitus and weight increased to be related to essure administration. The reporter commented: after essure insertion from the first menstrual cycle, haemorrhagic periods with extreme pain and abnormal bleeding, acute pelvic pain. Then over 9 years many symptoms. Currently: substantial adenomyosis in the uterine walls following intense pain. On sick leave since (B)(6) 2023. Uterine tests indicating an incipient localised region of endometrial cancer. Total hysterectomy and salpingectomy on (B)(6) 2023 for removal of the devices following the vaginal route protocol. Loss of mobility in the left shoulder and continuing tendinitis. I have consulted numerous doctors over the past 5 years and none of them alerted me to the possible link between my inflammatory condition and the implants. I happened to discover the potential link to the adverse effects. I would have liked to be informed; this would perhaps have prevented my wasting 5 years of my life not understanding why I was so ill. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-oct-2023. The most recent information was received on 11-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("acute pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, one day after essure insertion, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods with abnormal bleeding"), dysmenorrhoea ("periods with extreme pain"), paraesthesia ("tingling in the legs, severe pins and needles in the forearms, hands and calves") and muscular weakness ("weakness in the legs"). In 2014, she experienced abdominal pain lower ("cramp, lower abdominal pain"), flank pain ("stabbing side pain"), sleep disorder ("disturbing my sleep at night"), arthralgia ("pain in both hip joints and in shoulder"), joint range of motion decreased ("hip joints with progressively restricted range (of movement), h 70% loss of mobility in the left shoulder"), tendonitis ("inflammation of the neck tendons, shoulder tendinitis"), asthenia ("constant debility"), discomfort ("heavy lead-like sensation"), feeling drunk ("feeling of intoxication on waking"), amnesia ("memory loss"), speech disorder ("speech difficulty"), disturbance in attention ("difficulty concentrating"), nausea ("nausea"), dizziness ("dizziness"), balance disorder ("loss of balance"), tinnitus ("ringing in the ears"), inner ear inflammation ("inflammation of the inner ear"), pharyngeal inflammation ("inflammation of the throat"), ligament sprain ("jaw distortion"), salivary hypersecretion ("excessive salivation"), alopecia ("substantial hair loss"), asthenopia ("eye tiredness"), dry eye ("eye dryness"), blepharitis ("recurring eyelid inflammation"), ocular discomfort ("right eye discomfort"), sinusitis ("sinusitis"), loose tooth ("loosening of teeth"), night sweats ("night sweats"), breast pain ("very painful breasts"), breast swelling ("swollen breasts"), inflammation ("inflamed painful areas (pubis, lower abdomen, hips, underarms, etc.), areas (pubis, lower abdomen, hips, underarms, etc.),"), pain ("inflamed painful areas (pubis, lower abdomen, hips, underarms, etc.)"), arthritis ("inflamed painful areas (pubis, lower abdomen, hips, underarms, etc.)"), pollakiuria ("frequent urination") and fatigue ("constant fatigue without recovery") and was found to have weight increased ("weight gain and fat in each of the areas (pubis, lower abdomen, hips, underarms, etc.),"). In april 2020 she experienced ankle fracture ("ankle bone fracture"). In 2023 she experienced migraine ("near-constant migraines in 2023"). At an unknown time, she experienced adenomyosis ("substantial adenomyosis in the uterine walls") and was found to have endometrial cancer ("incipient localised region of endometrial cancer"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2023 for removal of the devices). At the time of the report, the adenomyosis, joint range of motion decreased and tendonitis had not resolved. Essure was removed on (B)(6) 2023. The reporter considered abdominal pain lower, adenomyosis, alopecia, amnesia, ankle fracture, arthralgia, arthritis, asthenia, asthenopia, balance disorder, blepharitis, breast pain, breast swelling, discomfort, disturbance in attention, dizziness, dry eye, dysmenorrhoea, endometrial cancer, fatigue, feeling drunk, flank pain, heavy menstrual bleeding, inflammation, inner ear inflammation, joint range of motion decreased, ligament sprain, loose tooth, migraine, muscular weakness, nausea, night sweats, ocular discomfort, pain, paraesthesia, pelvic pain, pharyngeal inflammation, pollakiuria, salivary hypersecretion, sinusitis, sleep disorder, speech disorder, tendonitis, tinnitus and weight increased to be related to essure administration. The reporter commented: after essure insertion from the first menstrual cycle, haemorrhagic periods with extreme pain and abnormal bleeding, acute pelvic pain. Then over 9 years many symptoms. Currently: substantial adenomyosis in the uterine walls following intense pain. On sick leave since (B)(6) 2023. Uterine tests indicating an incipient localised region of endometrial cancer. Total hysterectomy and salpingectomy on (B)(6) 2023 for removal of the devices following the vaginal route protocol. Loss of mobility in the left shoulder and continuing tendinitis. I have consulted numerous doctors over the past 5 years and none of them alerted me to the possible link between my inflammatory condition and the implants. I happened to discover the potential link to the adverse effects. I would have liked to be informed; this would perhaps have prevented my wasting 5 years of my life not understanding why I was so ill. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.